Manufacturer narrative:
The field representative reported that the uninterruptible power supply (ups) was replaced. Analysis of the returned ups confirmed an electrical failure as ups did not power on with returned batteries. New battery pack was installed and charged for at least 6 hours. Load test failed. Ups failed to power on. Faulty internal ups. Analysis of the returned computer could not confirm any failure as it operated as expected and functioned as intended.

Manufacturer narrative:
The viewing station of the imaging system power board was returned to the manufacturer for evaluation. Testing found that the board would not supply power to the imaging system or viewing station of the imaging system. A power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
The mobile view station (mvs) power board was returned to the manufacturer for analysis. The mobile view station (mvs) power board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed that the mobile view station (mvs) power board was not working after a software upgrade to the system. The representative returned at a later date and replaced the mvs power board. However loading the firmware failed. The representative upgraded the firmware and replaced the mvs computer. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, after the software on the imaging system was upgraded, the firmware on the mobile view station (mvs) power board was not recognized. As a result, the mvs could not shut down. There was no patient present when this issue was identified. The issue occurred during a yearly planned maintenance (pm).

Manufacturer narrative:
Correction: device manufacture date and unique device identification (UDI) updated to proper value.